Event description:
Patient was revised due to global tightness and adhesions. Poly was exchanged. Doi: unknown, dor: (B)(6) 2024, affected side: unknown.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient was revised due to global tightness and adhesions. Poly was exchanged. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) device photo ad 17 dec 2024 (3), (B)(4) device photo ad 17 dec 2024 (2), (B)(4) device photo ad 17 dec 2024 (1). The photo investigation revealed that the post is detached, a condition that likely resulted during the extraction process. Additionally, a mark that appears to be a scratch was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune ps rp insrt sz5 6mm would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.